Event description:
It was reported that during a prostatectomy the customer had repeated recoverable faults. System logs confirm repeated occurrences of 25553 hardware fault reported by mcer2. Technical support advised the customer to try powering off and disconnecting console 2. The customer disconnected one of the surgeon consoles and completed the procedure. There was no patient harm. Intuitive surgical, inc. (Isi) followed up with the customer but they were unable to provide any additional information.

Manufacturer narrative:
The field service engineer contacted the robotics coordinator who mentioned that the issue was user error but will power cycle and connect surgeon console 2 back to system upon next use and monitor the issue. No site visit was conducted. The system was working properly and no additional action was required. A review of the site's complaint history does not reveal any related complaints involving this product or this event. No image or procedure video was provided for review. This complaint is not reportable due to the following: the customer disconnected a second console after the start of the procedure due to recoverable faults. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.